Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No check settings alarm noted during testing. Unit alarmed after battery change. Unit was received with cracked display window and cracked battery tube threads.

Event description:
Customer reported that she had unexplained high blood glucose. Customer was taken to the emergency room and was hospitalized twice in the last month. The last hospitalization was in intensive care unit. Customer's blood glucose reading at the time of the last emergency room visit was 331 mg/dl. Nothing further was reported.